Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood sugar was elevated after use with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter: (1 of 3 complaints) it was reported by the consumer that her blood sugar was elevated on 10/21 after using the nano 2nd gen. She injects 4xs a day with new needle does flow check. Stated, she was able to prime the 2nd gen but can't be sure she was getting her insulin because of high blood sugar. Did not seek medical attention. Additional information provided by consumer: consumer reported since she started using the nano 2nd gen, her blood sugar has been over 200. Stated, three days in a row, she had high numbers as a result of using 2nd gen wants to exchange them, stated she has two boxes and she is not comfortable using them. Stated, she was able to prime the 2nd gen but can't be sure she was getting her insulin because of high blood sugar.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that blood sugar was elevated after use with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter: (1 of 3 complaints) it was reported by the consumer that her blood sugar was elevated on 10/21 after using the nano 2nd gen. She injects 4xs a day with new needle does flow check. Stated, she was able to prime the 2nd gen but can't be sure she was getting her insulin because of high blood sugar. Did not seek medical attention. Additional information provided by consumer: consumer reported since she started using the nano 2nd gen, her blood sugar has been over 200. Stated, three days in a row, she had high numbers as a result of using 2nd gen wants to exchange them, stated she has two boxes and she is not comfortable using them. Stated, she was able to prime the 2nd gen but can't be sure she was getting her insulin because of high blood sugar.